Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy procedure, the tip of the black tube at the end of the device broke into 2 parts and fell into the patient's cavity. It was retrieved easily with simple graspers. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The tip of the shaft was damage, pieces of shaft at the end had broken off, and the tip also have deformed cylindrical shape. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur when the tip of the shaft of the device is subjected to excessive force. Application of such excessive force may occur during attempted specimen removal using the metal ring. The observed condition may also occur when the shaft of the device is contacted by traumatic instruments. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.